Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error and insulin squirted out during priming. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump rejected new batteries, had unexplained no delivery alerts and made louder grinding noise. The insulin pump will not be returned for analysis.